Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented through merlin.net transmission with non-sustained rv oversensing episodes. Myopotential oversensing was suspected. Programming changes were made. Patient was fine.